Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item ch-14 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. (B)(4).

Event description:
It was reported that a chemoclave® vented bag spike was occluded during patient use. It was stated in the report that the liquid couldn¿t drip, and the pump set drip chamber runs empty even if it's halfway. An unknown chemo drug was involved in the event. There was no bleedback reported. There was no patient harm reported.